Manufacturer narrative:
Method: review of lot records/work orders, prior report. No issues were noted. Results, conclusions: operational context contributed to patient death.

Event description:
Patient with large 6.8cm saccular aneurysm and heavily calcified iliac arteries and aorta; the contralateral iliac was so calcified that the flow lumen was estimated to be <3mm in diameter, preventing a bifurcated device from being considered. Physician felt modular devices would not have been able to be inserted/deployed either. He elected to place two proximal extensions to create a tube graft. After placement, it appeared there may have been a large lumbar artery near the origin of the right renal artery that caused a type ii endoleak; a small proximal type I may also have been present. The physician elected to balloon the proximal neck with a 32 coda balloon, and while doing so, observed the proximal neck 'give', such that calcium may have popped at the origin of the right renal artery. Another cuff extension was placed to try to seal, however a small leak was still present. It was thought that the leak may thrombose after protamine reversal and recovery. The patient did not require blood products throughout the evening, though his pressure was labile. He died of cardiac arrest early in the morning. Nurse states that he surgeon felt the cause of death was cardiac in origin, not rupture or graft related. The conversion to open repair was not attempted.